Event description:
Report rec'd of underdelivery. During testing at the user facility, the device delivered a measured volume of 7.5ml instead of the expected 10ml. Delivery accuracy for this device requires delivery of +/- 5% of the set amount. Though requested, no add'l info was provided.